Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an iliac aneurysm. The proximal aortic neck was 30.1 mm and the distal diameter was 26.4 mm in diameter. It was 36 mm in length. The proximal right common iliac artery was 22 mm, the rcia was 42 mm and the distal right common iliac artery was 37.6 mm in diameter. The proximal left common iliac artery was 17.6 mm, the lcia was 17.4 mm and the distal left common iliac artery was 16.7 mm in diameter. It was reported that there was difficulty advancing the bifurcated stent graft delivery system up the right side but it was successfully placed. When the stent graft was deployed, the contralateral gate did not open and this was due to allowing too much graft out before cannulating the gate. This necessitated a left brachial access and coming from above which was accomplished easily. Prior to that the physician tried to complete deploying the ipsilateral limb to allow them to go up and over but the delivery system was locked in place at the distal ipsilateral limb. After traumatically removing the external iliac artery and placing a 1610 extension a dacron graft was sewn to that to replace the common femoral and connect the sfa and the profunda. The patient tolerated the procedure well and is doing fine. The result looked very good on post angio. The artery was later cut from the delivery system where a large plaque was fixed to the spindle. It was noted that the wire was advanced under this plaque at the beginning of the case. The delivery system was discarded by the user facility. Review of returned films pre-implant show a diseased abdominal aorta, which was not aneurysmal. The proximal neck diameter below the renals was 24x27mm (flow lumen); the maximum aortic diameter was 3cm. The distal aortic diameter was 13 x14mm. There was a 4cm diameter right common iliac artery aneurysm, and a 2.5cm diameter right internal iliac artery aneurysm. The external iliacs and leg arteries were very calcified bilaterally. Images at implant and post-implant were not provided. It is likely that the narrow aorta and calcified vessels contributed to the events.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (arterial dissection); patient¿s condition affected effectiveness of device (narrow aorta and calcified vessels); unapproved use of device (treatment of a patient that did not have an abdominal aortic aneurysm). Conclusion: inherent risk of a procedure (arterial dissection); off ¿label, unapproved or contraindicated use (treatment of a patient that did not have an abdominal aortic aneurysm); device failure/lack of effectiveness related to patient condition (narrow aorta and calcified vessels).